Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, there was continual bleeding in the gastric branches of the epiploic after sealing but no transfusion needed. It was requested that the surgeon use less tension on the tissue. Cleaning of the jaws was done on a regular basis and it bled before any eschar build up. There was no regrasp alert, the end tone was heard and there was evidence of any energy delivery. They opened a new device to achieve hemostasis. The surgeon did this for the two cases that followed that he did this and there was no bleeding.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily, and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states, keep the instrument jaws clean. Buildup of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.